Event description:
It was reported to boston scientific corporation that a pfr kit uphold lite vaginal support system was used during an anterior prolapse repair procedure performed on (B)(6) 2014. According to the complainant, the suture broke while the physician was pulling the first leg of the device. Nothing was left behind inside the patient. The procedure was completed with another pfr kit uphold lite vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of suture detachment. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.